Event description:
It was reported that there was damage to the pump's usb port, and the pump could not be charged. There was no reported impact to the customer's blood glucose. Reportedly, the customer will revert to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned